Manufacturer narrative:
The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump screen was difficult to read. The screen was described to be cloudy and scratched, after it may have been scratched or rubbed by a plastic belt cover. It was advised to discontinue use and revert to a back-up plan. The patient's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).